Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported symptom. A review of the event history log was unable to verify the reported load point 3&4 error. The device was found out of specification in relation to the reported load point 3&4 error, which was reproduced as the device falsely detecting a set in load points 3 and 4 when a set is loaded in point 2. The reported symptom was verified and found to be caused by an out of specification force sensor. The downstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a 'load point 3&4 error'. There was no patient involvement. No additional information is available.